Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. It is unknown if the patient has been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a mmc cup on (B)(6) 2010. It is unknown what are the patient allegations. It is also unknown if the patient was revised already. No more information has been provided at this time

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Without any information about the event, it is impossible to perform a meaningful analysis of the risk for the patient. However, the possible causes for revision are covered in the dfmea ot the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).